Event description:
It was reported that the implantable pulse generator (ipg) was showing ventricular high rates (vhrs), no atrial high rates (ahrs) and was mode switching during interrogation. The ipg did miss a mode switch from being reported in diagnostics so the device was reprogrammed and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk analysis review revealed a diagnostics problem. There was a missed modeswitch due to collection delay being set at 30 seconds. Non-zero modeswitch collection delay can cause modeswitch episodes to be missed.